Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead could not be inserted into pulse generator connector header. The device was not used and a new device was successfully implanted. The patient was stable.

Manufacturer narrative:
Analysis found the damaged sustained during procedure. The lead was otherwise normal.